Event description:
Dealer states the right side motor is locked up, and the left is moving. Dealer states the 6 flash code was coming up and does strand the customer in his home. Dealer claims he spoke to technical services earlier today and they advised the brake might be the cause. Dealer states he had engaged and disengaged it to get it working again but it still codes intermittently.

Manufacturer narrative:
(B)(6) 2015 - should additional information become available, a supplemental record will be filed.